Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive and the audio bolus button was found to be unresponsive. There was evidence of contamination found under all of the key contacts including audio bolus key contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up arrow button was intermittently unresponsive and required several button presses in order to elicit a response on the keypad. It was also indicated that the audio bolus button felt hard when pressed and was unresponsive. The keypad was reportedly intact, the pump was not exposed to moisture and was not cleaned, the keypad buttons did not stick and that the user wore the pump under clothing.